Event description:
Red status indicator. No patient involved.

Manufacturer narrative:
The failure was attributed to a failed cell within the returned pad-pak. The root cause of the failure was not determined. The user was provided with low battery warning. The device was capable of delivering therapy with a test pad-pak however unless pad-pak had been changed the user would not have been able to deliver therapy with the returned pad-pak inserted into the device.

Event description:
Red status indicator. No patient involved.